Manufacturer narrative:
Pump was received with self test failed error alarm during self test due to faulty y1 on rf board.

Event description:
The customer reported via phone call that the insulin pump had motor arm failed self-test. Customer's blood glucose level was unknown. The device will be returned for analysis.